Event description:
Journal reference: kelly ve, samii a, slimp jc, price r, goodkin r, shumway-cook a. Gait changes in response to subthalamic nucleus stimulation in people with parkinson disease: a case series report. J neurol phys ther. 2006; 30(4): 184-194. The article describes the results from a case series that involved 6 pts being treated with deep drain stimulation (dbs) of the subthalamic nucleus for management of advanced parkinson disease. The goal of the study was to evaluate the effects of unilateral and bilateral stimulation on gait following staged stimulator implants. Three pts experienced worsening gait following bilateral stimulation. A female pt (3) experienced a post surgery (unilateral and bilateral) slightly worsening of mobility (walking difficult). Gait velocity decreased with bilateral stimulation. Treatment and outcome info was not provided.